Manufacturer narrative:
Additional information was received that the reason for the device explant was due to paravalvular leak. No adverse patient effects were reported. The device will not be returned to medtronic for evaluation. (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2 years and 7 months post implant of this aortic bioprosthetic valve, it was explanted and replaced. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.